Event description:
N/a.

Manufacturer narrative:
Updated fields: (device available for eval), e1(event site address), (investigation type, investigation findings & investigation conclusions). A getinge field service engineer (fse) evaluated unit. Fse unplugged and plugged the chip on site, and the device was able to boot up. Fse recommended that the customer replace the chip, but the customer refused to do so. The equipment has passed all factory-specified performance and safety index tests. The device has been delivered to the customer and is ready for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported for repair that the cs300 intra-aortic balloon pump (iabp) computer could not be turned on normally. The unit was not used on patients.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) computer could not be turned on normally. The unit was not used on patients.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).